Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced discomfort at the ipg site after taking a fall. Surgical intervention was undertaken on (B)(6) 2024 wherein the pocket was revised to address the issue. No product was explanted nor replaced. Therapy was restored post procedure.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.